Event description:
The customer reported obtaining failed carryover procedure during verification phase of the preventative maintenance (pm) on the unicel dxl 800 access immunoassay system. The customer did not question any quality control (qc) or patient results that were associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse determined that the issue was caused by a malfunction of the sample probe. The fse replaced the sample probe, after which the carryover routine passed within specifications. Bec internal identifier for this report is (B)(4).